Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there appeared to be some slight damage on the bottom of the cartridge, near the o-ring that the pump's pneumatic tap inserts into. Reportedly, the damage appeared to be rough and unfinished in comparison to the other, non-damaged cartridges. The customer's blood glucose level was 230 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.